Manufacturer narrative:
Coopersurgical, inc. Is investigating the reported conditon.

Event description:
Additional complaint in ref to (B)(4) second patient incident. Report forwarded by customer service representative trumbull. I got a call from (B)(6) medical center, (B)(4). Their account number is (B)(6). They have the leep precision. The unit is not working correctly and two patients were burned. The serial number is (B)(4). It turns out that is part of the recall. Leep precision intg sys lp-10-120 (B)(4).

Manufacturer narrative:
Distribution history: this complaint unit was manufactured at csi on 01/13/2015 under wo#'s (B)(4) and shipped on 04/27/2015. Manufacturing record review: DHR's (B)(4) were reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: no additional service history records found for this unit. Historical complaint review: a review of the 2-year complaint history showed no similar reported complaint condition. Product receipt: the unit was returned. Visual evaluation: complaint unit was identified as a recall unit and processed accordingly. No additional evaluation is required as the issue has already identified this unit as a potentially affected. Functional evaluation: complaint unit was identified as a recall unit and processed accordingly. No additional evaluation is required as the issue has already identified this unit as a potentially affected unit. Root cause: the failure mode on other units was determined to be due to a lack of isolation from the cut signal when operating the coag function. This unit has been identified as a recall unit. Pertaining to the complaint for burnt leg: the unit was repaired and tested with no indication the patient pad testing was suspect. No other information is available but a potential contributing factor may lay in the set up at the time of use or how well the pad was secured to the patient leg. Correction and/or corrective action: the units' board was updated to the latest revision, tested to specifications and returned to the customer. Additional corrections in regard to CAPA 744 was the release of (B)(4), updating a test procedure, reworking relevant units in wip and recall (B)(4) was initiated.

Event description:
No additional information. 1216677-2022-00160-1 leep precision intg sys lp-10-120 e-complaint- (B)(4).